Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately over the last two months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patients implantable pulse generator (ipg) was tilted at an odd angle due to weight gain, as a result the patient was having difficulty charging it. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted in the patient and in use.